Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and tested for leaks. Wear at a fold was identified. The cuff passed the leak testing. The balloon was visually inspected, and leak tested. No damage or abnormalities were noted, no leaks were identified in the component. The pump was visually inspected, leak and functionally tested. No damage or abnormalities were noted, no leaks were identified in the component. During functional testing, its output pressure and its output volume were out of specifications, resulting in the pump not passing the functional testing. Based on the information available and analysis results, the pump issues identified confirmed the reported clinical observations.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to unspecified reasons. However, upon analysis it was noticed that the cuff had wear at a fold. No additional information was reported.